Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a system which was at the time of the report being used to deliver hydromorphone, clonidine, and ropivacaine for unknown indication for use. The pump was refilled on (B)(6) 2016. The refill was completely uneventful technically and no medications were changed. About three hours later, the patient had symptoms like a small bolus, bilateral sensory block, and weak motor block with a 5 minute onset. The onset was considered sudden. Within an hour it was improving. The patient was due to be at a different clinic at 10:30 on (B)(6) 2016. No information was received regarding the identity of the patient or the serial number of the pump, if any diagnostic tests were performed, or if any actions/interventions were taken to resolve the symptoms. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
The previously reported information was received from a healthcare provider via a manufacturer representative.